Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered minor cosmetic damage (front panel was slightly discolored and a lamp: 500 or more hours (non-olympus lamp) and light control failure. Additionally, had a updated power switch, and software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the lamp was replaced on the visera elite xenon light source, but it was too dim. Upon inspection and testing of the returned unit, a faulty scope socket was discovered. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket could not be identified. However, it¿s likely the cause is related to an accidental failure or excessive pressure applied to the socket. The event can be detected/prevented by following the instructions for use which state: [3.1 attention to installation and connection]. Never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.